Manufacturer narrative:
As no further information concerning this report is expected, our investigation is completed.

Event description:
Boston scientific received information that during the post implant check, abnormal measurements were obtained. This right ventricular lead and device displayed high out of range impedance measurements. In addition, noise and increased thresholds were observed. No asystole was observed. It was thought there was a connection issue. There was no asystole. A revision procedure is intended in the near future. No adverse patient effects were reported. Additional information was obtained. A revision procedure was performed. During the procedure, the connection was verified. It was determined that the issue was due to lead dislodgement. This lead was repositioned and remains in service. No adverse patient effects were reported.